Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "end of june 2019" the device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message for upto 2 hours or more after 7 days of wearing the adc freestyle libre sensor. Customer further reported experiencing "sweat and hunger" and was unable to self-treat. Customer was treated with unspecified units of insulin injection by a non-hcp. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a "scan again in 10 minutes" message for upto 2 hours or more after 7 days of wearing the adc freestyle libre sensor. Customer further reported experiencing "sweat and hunger" and was unable to self-treat. Customer was treated with unspecified units of insulin injection by a non-hcp. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The returned sensor plug was fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "scan again in 10 minutes" message for upto 2 hours or more after 7 days of wearing the adc freestyle libre sensor. Customer further reported experiencing "sweat and hunger" and was unable to self-treat. Customer was treated with unspecified units of insulin injection by a non-hcp. Based on the information provided, there was no report of death or permanent impairment associated with this event.